Event description:
It was reported that the patient was presented to the hospital for an unrelated procedure. The patient's right atrial (ra) lead exhibited loss of capture. The patient will be continued to be monitored. No intervention was performed and no patient symptom was reported.